Event description:
Broken the scissor tip snapped off during the case on (B)(6) 2012.  It was a gyn case.  The surgeon used the scissor to cut in the early part of the case.  When she asked for the scissor later in the procedure, the scrub nurse handed it to her and they realized it was broken.  An abdominal x-ray was done to determine if the tip was in the patient.  They were able to locate it via an x-ray and then retrieved the tip from the patient. There was no patient injury.  Additional information was provided by the customer on (B)(6) 2012.  The incident occurred during a post partum tubal ligation.  The tip of the instrument was removed under fluoroscopy.  The procedure was completed with no additional issues.

Manufacturer narrative:
(B)(4). The complaint instrument is currently with the supplier for evaluation. A follow up will be sent once the evaluation of the instrument is complete.

Manufacturer narrative:
Changed the manufacturing site information. The hardness of the instrument was measured and found to be at 53 hrc, which is within specification (54+/-4 hrc). The overall condition of the instrument was used condition, typical for a two year old instrument. The instrument appears to have developed a micro crack in the blade, which is not visible. During the use of the instrument (tension during holding material, cleaning and processing with chemicals, thermal expansion during autoclaving) this tiny crack would become deeper and eventually breaking. This micro crack most likely occurred in the setting operation during the manufacture of the instrument. A magnified picture of the broken section of the instrument shows signs of oxidation on the cracked surface. This indicates that the instrument had been processed (cleaned and sterilized) while this initial crack existed. The outside surface of the instrument is passivated to prevent corrosion and maintain the finish. The oxidation of the cross section of the break shows that over 50% of the surface was exposed when the instrument was processed. This instrument was most likely processed several times while cracked.